Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there were positioning difficulties due to the lack of calcium in the annulus. The valve was inadvertently implanted deep resulting in moderate to severe paravalvular leak (pvl). A second valve was implanted higher resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.